Manufacturer narrative:
Requests have been made to obtain the explanted material. Additional information has been requested regarding patient history. Investigation is pending.

Event description:
It was reported that a female who previously underwent a lumbar fusion from l4-s1 underwent revision surgery due to right sided pain. Upon exploration of the construct, it was noted that the rod on the left side was fractured. The patient is reportedly fused.